Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. Patient also had another device explanted. No further details were provided. Information learned from implant patient registry.